Manufacturer narrative:
(B)(4). Baxter evaluated the device and the device was found out of specification in relation to the system error 105, which was not reproduced. The system error 105 was confirmed through the event history log and caused by a seized motor. It was determined that this failing part caused the system error 105 alarms and has been replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.